Event description:
It was reported that the physician did not like or feel comfortable with the lead after the technician extended and retracted the helix. The stylet would not go in early. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead was extrinsically over-rotated, and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant, and visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).